Event description:
It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. Access was obtained via the femoral artery. The 70% stenosed lesion being treated was located in the mildly tortuous, mildly calcified, with heavy thrombus, distal left circumflex artery. The physician advanced a 185 cm pt2 light support guide wire to the target lesion. During the thrombus aspiration the distal radiopaque part of the guide wire was separated from the body of the wire. Using the non-bsc thrombectomy catheter the physician was able to retrieve the fractured guide wire from the patient. The procedure was completed with a different device. No further complication were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. Access was obtained via the femoral artery. The 70% stenosed lesion being treated was located in the mildly tortuous, mildly calcified, with heavy thrombus, distal left circumflex artery. The physician advanced a 185cm pt2 light support guide wire to the target lesion. During the thrombus aspiration the distal radiopaque part of the guide wire was separated from the body of the wire. Using the non-bsc thrombectomy catheter the physician was able to retrieve the fractured guide wire from the patient. The procedure was completed with a different device. No further complication were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.: one device was received in a generic plastic bag and loaded in the hoop. Dimensional inspection: all the measures taken are according specifications device returned fractured in two sections, proximal section presents a bent at 181.5cm. The device was sent for mtac (materials testing analysis and characterization) testing which provided that "failure occurred due to a fatigue event followed by a final rapid tension overload." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).